Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the reported partial clip movement appears to have been a result of challenging patient anatomy. The reported recurrent mr appears to have been a cascading event of the reported partial clip movement. The reported patient effect of recurrent mr as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other device referenced is being filed under a separate medwatch report number.

Event description:
This is being filed to report the clip movement and increased mr. It was reported that the initial mitraclip procedure was performed on (B)(6) 2020, to treat degenerative mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to 2. Transesophageal echocardiography (tee) performed on (B)(6)2020 noted the first clip was loose and the second clip was loose with marginal attachment to the posterior leaflet. The mr increased to 4. Surgical replacement is scheduled for a later date. No additional information was provided.